Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Varying sensing and varying shock impedance. No noise evident on lead. All values are currently within range. Lead remains actively implanted but will be evaluated further. No adverse patient events were reported. Should additional information become available, this file will be updated.